Event description:
The patient reported that their leads or one of their leads was not connected properly to the implantable pulse generator (ipg). The following physician confirmed that the right atrial (ra) lead had dislodged on two occasions and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.